Event description:
It was reported that 726 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a 2.75x16mm taxus express2 stent in the proximal left anterior descending (lad) to treat an 85% eccentric lesion. The lesion was predilated with a 2.75x15mm maverick balloon at 6.3 atms for 34 seconds, 8.2 atms for 36 seconds, and 10.4 atms for 32 seconds. Medications used during the procedure included versed, fentanyl, heparin, and integrillin. No patient complications were reported and the stent was successfully implanted. At 726 days later, the patient presented to the emergency room. There was stent thrombosis found in the proximal lad. The physician advanced a 3.0x12mm maverick balloon to the proximal lad and inflated it to 3.7 atms for 8 seconds, 8.8 atms for 25 seconds, 12.9 atms for 29 seconds, 13.6 atms for 22 seconds, 6.9 atms for 11 seconds, and 4.6 atms for 9 seconds. Medications used during the procedure included versed, fentanyl, dopamine, zofran, integrillin, and lasix. No patient complications were reported. The patient's condition is listed as stable and she is being slowly taken off of her balloon pump. It was reported that the patient was on plavix at the time of the event, and per the procedure, notes lifelong plavix and asa was recommended. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.